Event description:
It was reported that the high voltage tank was arcing, which was caused the system to fail booting up all the way. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank and the generator interface board were replaced during the service call. The system was tested, found to be working as intended and returned to service.